Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had air in the patient line during initial drain on a homechoice (hc) machine. The caregiver (cg) stated that the hp pressed go and started therapy prior to connecting to the hc setup. The cg stated that the hp then pressed stop and connected. The technical service representative (tsr) explained that the supplies were compromised and assisted the cg in ending therapy. The cg was to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.